Event description:
It was reported that patient underwent total hip arthroplasty twenty-three years ago and was revised approximately two years ago to remove and replace the bi-polar stem due to erosion. An orthopedic salvage stem was implanted during the revision. A subsequent revision procedure took place on (B)(6) 2013 due to fracture of the orthopedic salvage stem. No further information has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.